Event description:
The facility reported a patient died while receiving an infusion of 0.1% bupivicaine mixed with 20% hydromorphone on an apii pump. The patient had received an elective surgery for a total right knee replacement and was receiving the medication for pain management post surgery. The pump was reported to be set for a continuous mode at a rate of 10ml/hr. The infusion was started at approximately 6pm in 2006. The bag being used on the pump was a 250ml bag. At about 1:40am, approximately 7.5 hours after the infusion was started, the bag was checked. It was reported that apparently 100mls of medication was left in the bag, indicating that 150ml had delivered in the 7.5 hours, instead of 75mls as prescribed and programmed on the pump. Reportedly, the patient "coded" and was asystolic. The patient was resuscitated, however, the patient expired shortly after. Baxter has made several attempts to obtain additional information from reporting facility. Though requested by baxter, no additional information was provided from the reporting facility regarding whether or not an autopsy had been performed, patient's medical history and status (prior to and after the event), time the patient expired, primary and secondary cause of the patient's death, and set up of the pump.